Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. There was no reported adverse effect to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy. It was also reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.